Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed infusion sent and cartridge and successfully resumed insulin after each occlusion. During call with tandem technical support the customer was guided to perform various troubleshooting steps to complete a system check and no issues were identified.